Event description:
It was reported that the patient experienced atrial fibrillation (af) and there was some atrial undersensing noted. The amplitude of the p waves fluctuated and a couple of beats are not sensed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.